Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed and duplicated during power-up test. A faulty main board was determined to be the cause. The main board was replaced to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and had a black screen. There was no patient involvement.